Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on 12/6/2024 while reportedly wearing the lifevest. The patient received a treatment from the lifevest. The device was started up at 21:57:33 on (B)(6) 2024. At 03:27:11 on (B)(6) 2024, an arrhythmia was detected. ECG is not available. At 03:28:01, the patient received the treatment. Rhythm at the time of treatment is unavailable. Post shock rhythm is unavailable. The electrode belt was disconnected at 03:30:44 on (B)(6) 2024. Per review of the holter data, patient is last seen in sinus tachycardia @ 110 bpm with motion artifact when the holter data ends at 02:27:17 on (B)(6) 2024. Reporting out of an abundance of caution due to the ECG not being available at the time of treatment.